Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. It was reported that the insulin pump's connection with reservoir compartment was broken and the ring was missing. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump was received with case cracked behind the insulin pump near the battery compartment and cracked battery tube threads. The reservoir tube, reservoir tube lip, and retained were inspected and no damage or anomaly noted.(B)(4).